Manufacturer narrative:
Device evaluation: the report of low speed and pump stop events was confirmed based on the evaluation of the submitted system controller log files; however, a specific cause for the events could not be conclusively determined. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient's percutaneous lead (lead). However, a root cause for the pump stop events could not be determined through the evaluation of the returned portion of the lead. A distal end percutaneous lead replacement was performed and approximately 10 inches of the external portion/distal end of the lead was returned. An electrical continuity test of the lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead¿s wires that would have resulted in an electrical short. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2016, it was reported that the patient heard a beeping noise and noticed a yellow wrench and red broken heart on the system controller that resolved ¿within seconds.¿ device interrogation revealed a low speed warning, pump stop, and driveline disconnect alarms. The manufacturer¿s technical services reviewed the provided log file and confirmed pump stops prior to the percutaneous lead repair on (B)(6) 2016, at the time of the repair on (B)(6) 2016 and post repair on (B)(6) 2016. The pump stop on (B)(6) 2016 occurred when the patient was connected to the power module which appeared to be indicative of a short to shield condition. X-ray images submitted were unremarkable. On (B)(6) 2016, the customer reported that the patient refused a pump exchange, therefore, would be utilizing an ungrounded patient cable when connected to the power module.

Manufacturer narrative:
Approximate age of device 4 years and 6 months. The replaced portion of the distal percutaneous lead was received for analysis. The evaluation is not complete. The patient remains ongoing with the device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that after over four years of lvad support on (B)(6) 2016, driveline disconnect alarms, low speed advisory alarms, and pump stoppage events occurred when the lvad was connected to the power module. The percutaneous lead (driveline) had rescue tape previously applied to the distal end, near the system controller connection. It was reported that there were no recent issues, and no new insult to the driveline, and that the system controller was not dropped. On (B)(6) 2016, during pump interrogation, the lvad system was connected to an ungrounded power module patient cable. No pump stoppage events occurred. Review of the log file by the manufacturers technical services representative revealed eight pump stoppage events and low speed advisories, and review of the x-rays showed possible thinning near the distal end of the lead. On (B)(6) 2016, the technical services representatives performed a percutaneous lead (driveline) replacement. Unspecified damage to the driveline was observed during the replacement. The patient was asymptomatic. No additional information was provided.